Manufacturer narrative:
(B)(4). The opt944 adult nasal cannula interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 was not received at fisher & paykel healthcare(f&p) for evaluation. Due to the current outbreak of the coronavirus and the risk of infection, only a photograph of the complaint device was received. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Result: visual inspection of the provided photograph revealed the tubing of the cannula was pulled apart near the connector. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the tube of the opt944 cannula was pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 adult nasal cannula include the following steps: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt944 adult nasal cannula broke during patient use. There were no reported patient consequences.

Event description:
A distributor in brazil reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt944 adult nasal cannula broke during patient use. On (B)(6) 2021, it was further reported that the patient experienced a decrease in spo2 levels. No further patient consequences were reported.

Manufacturer narrative:
Additional information- section b5- on (B)(6) 2021, it was further reported that the patient experienced a decrease in spo2 levels. Further information was requested from from the customer, however no additional information was provided. (B)(4). The opt944 adult nasal cannula interface is used to deliver humidified oxygen to patients. The opt944 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 was not received at fisher & paykel healthcare(f&p) for evaluation. Due to the current outbreak of the coronavirus and the risk of infection, only a photograph of the complaint device was received. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Result: visual inspection of the provided photograph revealed the tubing of the cannula was pulled apart near the connector. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the tube of the opt944 cannula was pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannulas would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 adult nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."